Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead incision site began to get warm, and shocking sensation at site very quick. Warming sensation diminished over time. System remains implanted at this time. Should additional information be received, this file will be updated.